Event description:
It was reported that when the patient used her patient programmer, she felt numbness and tingling on the sides of her tongue, swelling of the tongue, and "electric shocks" down her arms. It was stated that reprogramming would help for "awhile" and then it would not work anymore. It was also stated that the patient had her device adjusted a few times, but finally "gave up on it" and turned it off in 2004 and had not used it since. It was further stated that the device "just did not work for the patient" did not help the shaking that much to be perfectly frank." It was also mentioned that the patient finally stop seeing her healthcare provider (hcp) because one time the hcp turned up the device so high that the patient felt like she was in "an electric chair." It was noted that the patient had just moved to iowa and her healthcare provider (hcp) was not aware that she had a deep brain stimulator. It was later reported that the patient received assistance from her doctor or manufacturer representative and her concerns were resolved.

Event description:
It was reported that the healthcare provider was unable to adjust the patient¿s device after patient came out of surgery. It was noted that another healthcare provider was able to adjust device after surgery.

Manufacturer narrative:
Concomitant products: product ID 7438, serial # (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 3387-40, lot # j0124807v, implanted: (B)(6) 2002, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).